Event description:
Patient's daughter called and reported that the oxygen concentrator had caught fire and mother had been burned. Patient was taken to e.r. By family. Husband states that concentrator just "blew up".